Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they had a fall a couple of weeks ago on their back. Patient reported they ended up turning off their stimulator because it was 'zapping' them. Patient cannot lay on their back at all. Patient said yesterday they had an healthcare provider (hcp) appointment and they had an x-ray done but their hcp did not see anything there. Patient was advised to call their manufacturer representative (rep). Agent reviewed with the patient the national answering service (nas) number process. Patient will also try calling their rep.